Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The user reported a burning smell in the system cabinet. The failure occured during a rest period and there was no patient involvement. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. There is no negative awareness regarding the quality and performance of the siemens system. The investigation showed the error was regarding an OEM-product which belongs to the power supply of the hospitals facility. The siemens artis system has been checked on site and works as specified. According to information we received the error was eliminated by a 3rd party by exchanging the eaton ups. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.